Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that beeping tones were reported from this patient when it comes to this device. A follow up was arranged and no alerts or other problems were noted. Follow up data was sent for review. Boston scientific technical services reviewed the follow up information and noted that this was related to memory error which resulted in the device reset and the device recovered with no issue. Additional information regarding this case noted that the patient had heard beeping tones once again, but the beeping tones was not the same as previously heard. In inquiry was made regarding the reason the beeping was not fixed by re-running auto set up at the last device check. Boston scientific technical services (ts) noted that while the beeping would normally be a benign reset, the large number of times that it has occurred, and the fact that it has occurred with two different firmware versions suggests this is not caused by transient corruption, but rather a hardware malfunction. Replacement of the device should be considered. No adverse patient effects were reported. Additional information will be provided in the final report.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. Review of device memory found the device recorded multiple resets, the first of which occurred on (B)(6) 2018. The next one occurred on august 2018 which was the day before the patient reported hearing beeping tones. The reported beeping was due to the resets. Attempts to recreate the resets in the laboratory setting were unsuccessful. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis confirmed the recorded resets were the cause of the reported beep tones; however, the resets could not be recreated and, as such, the root cause could not be determined.

Event description:
It was reported that beeping tones were reported from this patient when it comes to this device. A follow up was arranged and no alerts or other problems were noted. Follow up data was sent for review. Boston scientific technical services reviewed the follow up information and noted that this was related to memory error which resulted in the device reset and the device recovered with no issue. Additional information regarding this case noted that the patient had heard beeping tones once again, but the beeping tones was not the same as previously heard. In inquiry was made regarding the reason the beeping was not fixed by re-running auto set up at the last device check. Boston scientific technical services (ts) noted that while the beeping would normally be a benign reset, the large number of times that it has occurred, and the fact that it has occurred with two different firmware versions suggests this is not caused by transient corruption, but rather a hardware malfunction. Replacement of the device should be considered. No adverse patient effects were reported. The device was subsequently explanted and returned for analysis.

Event description:
It was reported that beeping tones were reported from this patient when it comes to this device. A follow up was arranged and no alerts or other problems were noted. Follow up data was sent for review. Boston scientific technical services reviewed the follow up information and noted that this was related to memory error which resulted in the device reset and the device recovered with no issue. Additional information regarding this case noted that the patient had heard beeping tones once again, but the beeping tones was not the same as previously heard. In inquiry was made regarding the reason the beeping was not fixed by re-running auto set up at the last device check. Boston scientific technical services (ts) noted that while the beeping would normally be a benign reset, the large number of times that it has occurred, and the fact that it has occurred with two different firmware versions suggests this is not caused by transient corruption, but rather a hardware malfunction. Replacement of the device should be considered. No adverse patient effects were reported. The device was subsequently explanted and returned for analysis.

Manufacturer narrative:
This device is undergoing analysis. Upon analysis completion this investigation will be updated.